Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown head-unknown. Unknown-unknown cup-unknown. Unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02023, 0001822565 - 2020 - 02025. Reported event was unable to be confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left hip arthroplasty dislocation, and displacement of the acetabular implant from the acetabular fossa as noted. No further evaluation is possible with the images provided. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.